Event description:
Doctor was using the burr on an ankle scope, and the burr started shedding all over the joint. The whole screen was silver from all the flakes. He said he was not putting a lot of torque on it. He was able to flush some shavings out but not all of them. A back-up device was available to complete the repair.

Manufacturer narrative:
No product is being returned for evaluation.